Event description:
In 1999 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. On 05/27/1999 the pt noted pain at the groin site, and on 05/29/1999 she experienced chills, pain, and puss at the puncture site. The pt presented to the hospital on 06/01/1999 where she was diagnosed with a septic groin and abscess at the puncture site. On 06/02/1999 the pt underwent an incision and drainage of the infected site. The pt was placed on antibiotics (type and dosage unk) and discharged home in fine condition. As of 07/08/1999, there has been no further report to the MFR of additional complication or pt sequelae.